Manufacturer narrative:
Upon file review, it was noted that the medwatch follow-up report had not been submitted. The pump was not returned for evaluation it was not explanted and an autopsy was not performed. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists thrombosis and hemolysis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient failed to thrive and developed suspected hemolysis and pump thrombus. The patient was reportedly not a pump exchange candidate. It was reported that care was withdrawn and the patient expired. The pump was reported to be functioning as expected with normal parameters, with the exception of elevation in his lactate dehydrogenase (ldh) levels. An autopsy was not performed. No further information was provided.

Manufacturer narrative:
Approximate age of device - 10 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.